Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was not detected on bus. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers in the main were failed. A field service engineer (fse) powered down the station and found the controller board showed no lights on the communication sled. After replacing the communication sled and the drawers then showed in the hardware test application with no issues. The fse restarted the application, the cubie drawers showed up, but the 3 matrix drawers still failed. The fse reassigned the matrix drawers, and then all drawers appeared in the application. The system functioned as intended after the field service engineer repaired the device.